Event description:
Medtronic received information that seventeen years after its implant, this annuloplasty ring was explanted during a procedure in which a bioprosthetic heart valve was implanted. It was not reported whether there was a malfunction with the ring, or if the replacement was due to a patient condition or an elective procedure. No adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned to medtronic for analysis. Additional information has been requested. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional clarifying information was received that the valve was explanted due to degenerative changes and stenosis. It was also confirmed that the device will not be returned for analysis. Conclusion: review of the device history record showed that this device met all manufacturing specifications for product released to distribution. There were no non-conformances, reworks or deviations noted that would have impacted this event. Based on the information available, failed repair was likely due to the patient¿s native anatomy. (B)(4).